Event description:
During a clinic follow-up, inappropriate high-voltage (hv) therapy due to an incorrect interpretation of signal was delivered by the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.